Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced usm due to 23062 errors. Following service, the system was tested and verified as ready for use (refer to crm notes history for further details). Isi received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the usm triggered an error 23062 on degrees of freedom (dof) 9 at start up. When fa opened the carriage the dof 9 stator cable was not fully seated on accp printed circuit assembly (pca). Reseating the cable addressed the issue, but as a precaution the accp pca and dof 9 stator will be replaced.

Event description:
It was reported during a da vinci-assisted nissen fundoplication surgical procedure a recoverable fault occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and reviewed the logs and found an error 23062 occurred, which indicates a 3 phase motor did not respond as expected on universal surgical manipulator (usm) 2 axis 8. The tse had the customer hard power cycle, epo and exercise usm2 axis 8 with no resolve. The tse had the customer attempt this process 3 times, but the issue persisted. The surgical staff disabled arm 3 and continue procedure with the remaining 3 arms with no reported patient injury.